Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels reaching 400 mg/dl. Reportedly, the carbohydrate feature on the pump was not turned on when setting up the pump. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer delivered a correction bolus to bring bg levels to target range.